Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement shorty after implant which was confirmed via x ray, fluoroscopy and device interrogation. This ra lead was replaced and will not be for returned. No additional adverse patient effects were reported.